Event description:
It was reported that during a daily shift check, the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message upon power up. The customer reset the lifeband and placed a mannequin on the platform, but the message did not clear. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 10/10/2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows that the battery cable connector was damaged. The physical damage found during visual inspection is not related to the reported complaint of a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) fault. The physical damage observed during visual inspection appears to have been caused by normal wear and tear (autopulse manufactured in september of 2011). A review of the autopulse platform's archive was performed and the reported complaint was confirmed. The archive data shows multiple ua 7 faults to have occurred on (B)(6) 2014, rather than on the reported event date of (B)(6) 2014. Functional testing was unable to be performed due to the observed ua 7 fault. It was found that load cell module 2 was at fault. A load cell characterization test indicated that load cell module 2 was not functioning correctly. Further investigation also shows that the encoder shaft was resistive. The cause of the resistive encoder shaft was due to a worn out clutch plate. Based on the investigation, the parts identified for replacement were the load cell module 2, the clutch plate and the battery connector cable. In summary, the reported complaint of a ua 7 fault was confirmed based on the platform's archive review and upon functional testing. The fault was found to be due to a defective load cell module. The physical damage found during visual inspection and the observed sticky encoder shaft found during testing are unrelated to the reported complaint. Upon replacement of all parts, the platform was re-evaluated through functional testing and passed all testing criteria.